Event description:
It was reported that the patient required a revision surgery due to dislocation in hip. Removed liner and head.

Manufacturer narrative:
The patient was revised to remedy a dislocated hip 1. 1 months after prior surgery. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. Dislocation 1.1 months after prior surgery can be caused by soft tissue laxity, excessive patient activity, or trauma. There are no indications of material, design or manufacturing problems with the device that would contribute to dislocation.